Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #2). On (B)(6) 2014: the patient had unspecified injuries related to a defect in the ventralex st (device #1) and (device #2) and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the two (2) ventralex st (device #1) and (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (product lot no., product catalog no., UDI, expiry date), d6.b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 1) and an additional emdr was submitted to represent the bard/davol ventralex st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #2). On (B)(6) 2014: the patient had unspecified injuries related to a defect in the ventralex st (device #1) and (device #2) and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the two (2) ventralex st (device #1) and (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with 2 ventral hernias thereby underwent open repair with implant of ventralex st (device 1). Per op notes, ¿previous incision was reopened in umbilicus. The hernia sac was opened and adhesions were taken down. The defect was repaired with sutures. Another hernia defect was noted on left lower quadrant. The sac was opened and adhesions were lysed. A ventralex st (device 1) was placed on llq and sutured.¿ on (B)(6) 2013 - patient was diagnosed with recurrent two ventral hernias thereby underwent open repair with implant of ventralex st (device 2 and 3). Per op notes, ¿the hernia sac was identified and freed back at the level of fascia. Excess sac was excised. Adhesions of both prior incision sites were lysed. Both defects were noted. Two ventralex st (device 2 and 3) near umbilicus and llq were placed on both defects intraperitoneally and sutured.¿ on (B)(6) 2014 - patient was diagnosed with recurrent multiple ventral incisional hernias thereby underwent laparoscopic repair with excision of ventralex st (device 1,2 and 3) and implant of synthetic mesh. Per op notes, ¿significant adhesions were noted in abdominal wall was lysed. Swiss cheese recurrent hernias with incarcerated omentum were noted and reduced. Multiple loops of small bowel were released. The bowel was ingrown into old mesh (device 1,2 and 3). The mesh near the umbilicus (device 2) was transected. Old llq defect was noted and reduced. Another meshes (device 1 and 3) were transected. Multiple defects were reduced. A large synthetic mesh was placed and secured using sutures.¿